Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was high outside of the acceptable range prior to recalibration. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c (501) module. The initial results were deemed critical and accompanied by delta check flags, which prompted the customer to repeat the samples. For sample 1, the initial ca2 result was 5.7 mg/dl. The sample was repeated on another analyzer and the result was 8.4 mg/dl. For sample 2, the initial ca2 result was 6.4 mg/dl. The sample was repeated on another analyzer and the result was 9.3 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found a detergent valve was leaking, pinched and dripping tubing, an out of place sample probe spring, and a sample probe that was not retracting. The fse replaced the tubing, replaced the valve, replaced the sample probe, performed probe adjustment, replaced the ca2 reagent, checked the rinse tube rinse volume, checked the gear pump pressure, and performed an air purge, reagent prime, detergent prime, cell blank, and hardware performance check successfully. The customer performed calibration and qc successfully. The investigation is ongoing.